Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40s mg/dl). Food was consumed to address bg. Customer alleged low bg was due to the pump settings. Reportedly, customer discussed low bg/settings with a healthcare provider. Current bg was 292 mg/dl.